Event description:
The customer reported that the scrub tech was tuning the handpiece prior to the procedure and received a shock from the phaco handpiece. She observed a red burn mark and a small blister that went through her glove. A handpiece advisory message also occurred at the time of the event.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 9/13/2007.